Event description:
It was reported that the user experienced hypoglycemia at 54 mg/dl after eating her usual breakfast while using an ilet system with an fsl3+ sensor, following a recent factory reset performed under healthcare provider guidance. Investigation included customer support troubleshooting and education on pump best practices, avoiding overtreatment, and separating meal announcements from low treatments. Investigation of this case revealed no device malfunction, with emphasis placed on behavioral and use-related factors after a system reset. Symptoms included blurry vision associated with hypoglycemia. Outcomes included self-treatment with oral glucose with glucose rising to 81 mg/dl by the end of the call without hospitalization. It was concluded that the event was consistent with hypoglycemia of unclear cause, resolved with oral carbohydrate and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.